Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the 2.5mm drill bit snapped off inside the patient. No further information was provided. This report is for one (1) 2.5mm drill bit qc 170mm ster 80mm calibration this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- (B)(4), release to warehouse date: 07-sep-2021, expiration date: 01-aug-2031 , part number: 03.133.103s, 2.5mm drill bit qc 170mm ster 80mm calibration, lot number: 224p150 (sterile), component part(s) reviewed: part number: 03.133m103, 2.5mm drill bit qc 170mm, lot number: u382043. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.